Event description:
Diastat was difficult to dial correct dose. The device locked at incorrect dose of 10 mg. The first device dialed with ease to be locked at 7.5 mg. Will return to manufacturer when the correctly dialed dose is returned to be sent with the device locked with wrong dose. Patient will be given 2 corrected dialed diastat. Diastat acudial never used by patient yet, for emergency use. Dose or amount: 7.5 mg. Frequency: prn. Route: rectal. Dates of use: 1 year. Diagnosis or reason for use: for seizure greater than 5 minutes. Is the product compounded: no. Is the product over-the-counter: no. (B)(6).